Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro2 extension cable. It was noted that intermittent power was coming from the power supply . A new extension cable was used and the power was restored to normal. The case was successful with no other events.